Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the discovered that all of our supply of bard lubri-sil all-silicone foley catheters sizes 8fr to 20fr in the stollery or level 1 core have labelling discrepancies. The lot number on outside of package did not match with lot number on product inside package. The balloon fill amounts did not match on the 20fr and 12fr products/packaging. The reference numbers do appear to match with product and packaging. Labeling discrepancies: foley catheter size 8fr. Foley catheter size 10fr. Foley catheter size 12fr. Foley catheter size 14fr. Foley catheter size 16fr. Foley catheter size 18fr. Foley catheter size 20fr. The balloon fill amounts do not match on the 20fr and 12fr products/packaging: foley catheter size 20fr. Foley catheter size 12fr.

Event description:
It was reported that the discovered that all of our supply of bard lubri sil all silicone foley catheters sizes 8fr to 20fr in the stollery or level 1 core have labelling discrepancies. The lot number on outside of package did not match with lot number on product inside package. The balloon fill amounts did not match on the 20fr and 12fr product or packaging. The reference numbers do appear to match with product and packaging. Labeling discrepancies: foley catheter size 8fr. Foley catheter size 10fr. Foley catheter size 12fr. Foley catheter size 14fr. Foley catheter size 16fr. Foley catheter size 18fr. Foley catheter size 20fr. The balloon fill amounts do not match on the 20fr and 12fr product or packaging: foley catheter size 20fr. Foley catheter size 12fr.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.